Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year, and was now hovering around 130 ohms. It was noted that all other lead measurements were stable, and this patient was on the heart transplant list. It was noted that patient did receive shock in (B)(6) 2018 where the impedance was 101 ohms, and then daily measurements were in the 80 ohms range for period and gradually have increased over the past year. Troubleshooting was discussed, and the lead remains in-service at this time. No adverse patient effects were reported.